Event description:
Caller reported a cartridge alarm 20 during the load process, which led to an unresolved issue with loading a cartridge and resuming insulin therapy. Blood glucose levels were not adversely impacted as they did not exceed 500 mg/dl. Technical support assisted the caller and decided to replace the current pump, advising the caller on backup therapy using mdi and other steps related to receiving and returning the pumps, ensuring that the caller would receive a new pump with updated software.